Event description:
It was reported that the pump issued an altitude alarm, causing insulin suspension. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was guided by technical support to remove the obstruction affecting the pump, clean the speaker holes, and reconnect the cartridge. After these steps, the pump resumed normal operation, and the customer acknowledged the tips provided for preventing future altitude alarms.